Manufacturer narrative:
(B)(4). Device / parts will not be returned.

Event description:
It was reported that the rn from the cath lab called to question high pressure alarms on insertion. The rn stated the md inserted two different catheters and they got high pressure alarms with both. There were no visible kinks, no blood noted in the catheter. The md wanted to know why this would happen. There were no noted complications with the insertions or removals. The clinical support specialist (css) explained high pressure alarms to the rn who confirmed these were the options displayed on the alarm message. The rn then placed the css on speaker for discussion with the md. The css asked if the md visualized the intra-aortic balloon (iab) inflate under fluoroscopy and the md confirmed that the iab inflated fully and properly. The css explained that the iab is likely too large. The patient (pt) "looks to be around 6ft" and the md was considering size by height. The css explained that although this is the right choice based on height, the iab is likely over occluding the aorta and meeting resistance with the aortic wall so volume could have been removed from the iab. The md understood and felt the pt needed the therapy and asked if the css would stay on speaker for the next attempt. The css stayed on with the rn. The 40cc iab was inserted without difficulty. After pumping was initiated, within a few seconds after purging was completed, high pressure alarms occurred. The css walked the rn through decreasing the volume to 38cc. The css explained how we can assure proper sizing after we maintain pumping. The alarm reoccurred. The css had the rn decrease the volume to 35cc. At this volume there were no more alarms and the balloon plateau pressure was appropriate. The css stayed on for a while to make sure the alarm did not continue. There were no alarms after the reduction in volume to 35cc. During that time the css further discussed sizing consideration and that the iab must always remain 2/3 full to prevent clotting. The pt was now supported on the pump, with no alarms and achieving the goals of therapy. At 1926 est, the css spoke to the rn who reported the pt was stable in the cardiac care unit supported on the pump with no alarms. Additional information stated that according to the md the first two iab's were not kept because he did not feel the events were a catheter problem. Reference MDR #1219856-2016-00116 for the second report involving the same pt.

Manufacturer narrative:
(B)(4) no product was returned for evaluation. This was the first of two events. It was explained by the css that the high pressure alarms potentially occurred because the size of the iab was too large for the patient. After swapping the iab and reducing the volume to 35cc, the alarms stopped occurring with the third catheter. According to the event details, the md did not feel there was an issue with the two catheters originally used, and as a result, the iabs were not returned. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported that the rn from the cath lab called to question high pressure alarms on insertion. The rn stated the md inserted two different catheters and they got high pressure alarms with both. There were no visible kinks, no blood noted in the catheter. The md wanted to know why this would happen. There were no noted complications with the insertions or removals. The clinical support specialist (css) explained high pressure alarms to the rn who confirmed these were the options displayed on the alarm message. The rn then placed the css on speaker for discussion with the md. The css asked if the md visualized the intra-aortic balloon (iab) inflate under fluoroscopy and the md confirmed that the iab inflated fully and properly. The css explained that the iab is likely too large. The patient (pt) "looks to be around 6ft" and the md was considering size by height. The css explained that although this is the right choice based on height, the iab is likely over occluding the aorta and meeting resistance with the aortic wall so volume could have been removed from the iab. The md understood and felt the pt needed the therapy and asked if the css would stay on speaker for the next attempt. The css stayed on with the rn. The 40cc iab was inserted without difficulty. After pumping was initiated, within a few seconds after purging was completed, high pressure alarms occurred. The css walked the rn through decreasing the volume to 38cc. The css explained how we can assure proper sizing after we maintain pumping. The alarm reoccurred. The css had the rn decrease the volume to 35cc. At this volume there were no more alarms and the balloon plateau pressure was appropriate. The css stayed on for a while to make sure the alarm did not continue. There were no alarms after the reduction in volume to 35cc. During that time the css further discussed sizing consideration and that the iab must always remain 2/3 full to prevent clotting. The pt was now supported on the pump, with no alarms and achieving the goals of therapy. At 1926 est the css spoke to the rn who reported the pt was stable in the cardiac care unit supported on the pump with no alarms. Additional information stated that according to the md the first two iab's were not kept because he did not feel the events were a catheter problem. Reference MDR #1219856-2016-00116 for the second report involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the rn from the cath lab called to question high pressure alarms on insertion. The rn stated the md inserted two different catheters and they got high pressure alarms with both. There were no visible kinks, no blood noted in the catheter. The md wanted to know why this would happen. There were no noted complications with the insertions or removals. The clinical support specialist (css) explained high pressure alarms to the rn who confirmed these were the options displayed on the alarm message. The rn then placed the css on speaker for discussion with the md. The css asked if the md visualized the intra-aortic balloon (iab) inflate under fluoroscopy and the md confirmed that the iab inflated fully and properly. The css explained that the iab is likely too large. The patient (pt) "looks to be around 6ft" and the md was considering size by height. The css explained that although this is the right choice based on height, the iab is likely over occluding the aorta and meeting resistance with the aortic wall so volume could have been removed from the iab. The md understood and felt the pt needed the therapy and asked if the css would stay on speaker for the next attempt. The css stayed on with the rn. The 40cc iab was inserted without difficulty. After pumping was initiated, within a few seconds after purging was completed, high pressure alarms occurred. The css walked the rn through decreasing the volume to 38cc. The css explained how we can assure proper sizing after we maintain pumping. The alarm reoccurred. The css had the rn decrease the volume to 35cc. At this volume there were no more alarms and the balloon plateau pressure was appropriate. The css stayed on for a while to make sure the alarm did not continue. There were no alarms after the reduction in volume to 35cc. During that time the css further discussed sizing consideration and that the iab must always remain 2/3 full to prevent clotting. The pt was now supported on the pump, with no alarms and achieving the goals of therapy. At 1926 est the css spoke to the rn who reported the pt was stable in the cardiac care unit supported on the pump with no alarms. Additional information stated that according to the md the first two iab's were not kept because he did not feel the events were a catheter problem. Reference MDR #1219856-2016-00116 for the second report involving the same pt.